Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no drawer failures on station. A technical support specialist emoted in, logged the user out, and verified all drawers through the populate buttons menu, confirming normal functionality. The user was asked to retry, and the issue did not recur. The system functioned as intended when the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer did not open during the medication issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.